Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa5082f06, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the patient's gastrostomy feeding tube balloon burst. The gastrostomy feeding tube was in place from (B)(6) 2015 to (B)(6) 2016 when it popped out. The patient was taken to the emergency room for dilation of the stoma tract and reinsertion of the tube. Current patient status was reported as no adverse effects or injuries related to this event.

Manufacturer narrative:
The sample was returned for evaluation. The molded head, tube and balloon appears to be discolored with foreign substances on the exterior of the device. The original packaging was not returned with the device. The device could not be filled with the suggested amount of water due to an apparent axial splitting of the balloon fabric. The split is extending diagonally from the base of the balloon to the distal tip of the device. The balloon material was inspected under magnification (50x) and a notch/tab was identified in the lower location of the balloon material near the distal end. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).